Event description:
Patient was intubated and had commercial endotracheal tube (ett) holder in place. Tube holder had been in place for 6 days. Redness was noted on the patient's upper lip under the dressing. The dressing was removed and an unstageable pressure ulcer was noted. The pressure ulcer was not present when the ett holder was applied. Ett repeatedly ran over the patient's lip causing pressure and the ulcer. Patient outcome: discharged from hospital with ongoing care from plastic surgery.